Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 200-214 mg/dl range. Tandem technical support performed a pump system check, and noted the pump time to be inaccurate. The customer did not know how the pump time became inaccurate. Tandem technical support guided the customer through adjusting the pump time to be accurate. Customer delivered boluses via the pump and syringes to address bg levels.